Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2012) is considered to be a best estimate. This emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with two incisional ventral hernias thereby underwent open repair with implant of two ventralex mesh (device 1 and device 2). Per op notes, "an incision was made at the right upper quadrant hernia. The hernia sac was reduced into peritoneal cavity. A ventralex mesh (device 1) was placed to the fascia using prolene sutures. The periumbilical incision of hernia was then approached. The hernia was then removed. A ventralex mesh (device 2) was sutured as previous repair using prolene sutures." (B)(6) 2017 - patient was diagnosed with periumbilical recurrent incisional hernia thereby underwent laparoscopic repair. Per op notes, "adhesions of omentum and small bowel towards the midline periumbilical area were taken down." (B)(6) 2017- patient was diagnosed with abdominal open wound with exposed mesh thereby underwent repair with the removal of mesh (device 1 and 2). Per op notes, "open wound with small amount of purulent discharge and necrotic tissue. Open wound was enlarged towards umbilical area in order to have full exposure of mesh. Mesh (device 1 and 2) were removed, part of it was an intraabdominal position."